Event description:
The lay user/patient contacted lifescan in 2007 alleging that his one touch ultra meter would not power on. The patient indicated that the issue first occurred on four days earlier at 7 am. The patient did not take any actions with regards to his medication regimen as a result of the reported issue. No medical attention was sought. The patient claimed that he developed symptom of sweating following the onset of the reported issue. The patient tested on another unk device; however, the patient was unable to recall the result. The customer care advocate verified that the patient was using the correct type of test strips, the battery was replaced per the owner's manual, there was no trauma to the meter, the batteries were correctly installed, the meter was not downloaded prior to attempting to test, and the battery contacts were in good condition. The cca walked the patient through pressing the power button and inserting a test strips into the meter. The issue was not resolved. Replacement products were sent. This complaint is being reported due to the following conclusion: the patient alleged developing a symptom suggestive of hypoglycemia following the onset of the unresolved power issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.